Manufacturer narrative:
On july 2, 2021, device evaluation was completed. Device evaluation summary: mentor conducted a visual inspection of the returned device. During the visual evaluation of the sm mpp gel 325cc, 3 (three) tears (a, b and c) were observed on the anterior aspect measuring approximately a: 0.6 cm b: 0.5 cm and c: 1.5 cm. Microscopic examination was performed on the edges of the ruptures, and parallel striations were found in the whole area of the 3 (three) tears. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. Based on the information currently available, microscopic examination of the returned product indicates that the implant could have being damaged during or subsequent to implantation. The product insert data sheet cautions to not allow cautery devices or sharp instruments, such as scalpels, suture needles, hypodermic needles, hemostats, adson forceps or scissors to contact the device during the implantation or other surgical procedures. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. On july 2, 2021, mentor became aware that in the previous submission follow up report number 1, device problem code rupture was not inadvertently added under field h6, and product problem was not checked under field b1. The fields have been correctly updated on this form. This medwatch report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: right capsular contracture; baker grade unknown. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent unspecified breast surgery with a 325cc mentor memorygel breast implant on both sides and experienced left side breast implant rupture, and bilateral capsular contracture; baker grade unknown. As a result, the patient underwent bilateral explantation and replacement with catalog number 3502754bc; serial number (B)(4) on the right side, and with catalog 3502754bc; serial number (B)(4) on the left side on (B)(6) 2021. This medwatch report is for the patient¿s right-sided device.

Manufacturer narrative:
On june 4, 2021, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. On june 18, 2021, mentor received clarification that left device lot number is 6758487. This was the ruptured implant and it was sent to mentor. The right implant is not available since it was discarded. The lot numbers were reversed. Hence, this medwatch report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).